Event description:
Manufacturer notified of av by phone. Unable to file av form due to lack of serial number and model number. After much invstigation, information gathetered and mailed to manufacturer. 1/9/92 doctor notified by another doctor that iol slipped through iris. Iol proved to be too small to be supported by the iris following vitrectomy. Patient could not wait to be seen by the doctor in this office, so patient returned 1/20/92 for evaluation. Exchange of iol was performed on 2/5/92 implanting a larger iol to insure fixation. Patient had previous retinal detachment in surgical eye, therefore prognosis is fairdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.